Event description:
It was reported that a spectrum pump residual volume for primary or secondary intermittent infusions during unspecified process step at the intensive care unit. They don't necessarily take for account the overfill of the IV solution bag + addition of rx. The IV pole they are using, have different hangers that can't be at the same height. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.